Event description:
During the rectal anastomosis, the row of staples fired incorrectly (row not completed), leaving a portion of the rectum open. This created spillage of rectal contents into the pelvis. Though noted immediately, this led to the conversion to an open procedure from a laparoscopic procedure. A lower anastomosis was required due to the line of staples that needed to be resected. This ultimately led to the creation of a temporary diverting loop ileostomy.